Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Sales rep stated via email: yesterday we were told by the pa in thoracic surgery, (B)(6), about a valve defect on his catheter. The barrel of the valve came apart. The pa took another valve from a new catheter and replaced the valve. No patient harm was reported. No lot number is available and placement date was not attainable. The pa does not wish to be contacted regarding this issue. Additional information received 20feb2017: did this happen during initial insertion? No, this occurred after some months did the valve separate from the tubing? No. Or did the actual valve split? Yes. Do you have the sample or photo available for evaluation? No.